Event description:
It was reported that the patient had low flow alarms. A review of the log files by technical services found a transient low flow hazard alarm on 29oct2022. These appeared to be patient related as these occurred in the morning hours when the patient may be lying down sleeping. The patient had a gastrointestinal (gi) bleed as well as hypovolemia. The patient had a black stool on (B)(6) 2022 with decreased hemoglobin found on repeat labs. A chronic slow gi bleed was suspected as the cause. The low flows resolved with hydration and decreased diuretic.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
A colonoscopy on (B)(6) 2022 revealed multiple polyps that were removed. A second colonoscopy on (B)(6) 2022 would be performed to remove the remaining polyp.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. Although a specific cause for the low flow events could not be conclusively determined through this evaluation, the account later communicated that they were attributed to hypovolemia and gastrointestinal bleeding (gib). A direct correlation between the device and these reported events could not be established. The patient remains ongoing on heartmate ii left ventricular assist system (lvas). No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, ¿introduction, lists bleeding as an adverse event which may be associated with the use of heartmate ii lvas. This section also provides an explanation of all pump parameters, including pump flow. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses the assessment of pump flow. This section also lists hypovolemia as a potential late postimplant complication. Under "anticoagulation," section 6 provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The heartmate ii lvas patient handbook is also currently available. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.